Event description:
It was reported that this right ventricular (rv) lead experienced lead impedance high out of range. The system has been in service for over 12 years and is now at elective replacement indicator (eri). The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the lead was explanted and replaced.

Event description:
It was reported that this right ventricular (rv) lead experienced lead impedance high out of range. The system has been in service for over 12 years and is now at elective replacement indicator (eri). The lead remains in service. No adverse patient effects were reported.